Manufacturer narrative:
An inflammation of the breast tissue can occur following clogged mammary ducts being left untreated or as a secondary effect caused by bacteria. Use of breast pumps is not known to cause or contribute to this event. The device has been designed according to safety standards and is safe to use when used according to the dfu. The device has been requested from the consumer for analysis. (B)(6) 2019 supplemental 1: product was unable to be retrieved from the consumer. Mastitis is a secondary complication to an expected side effect and is, therefore, not considered to be caused by the breast pump. The device has been designed according to safety standards and is safe to use when used according to the dfu. Updated h2 and g5.

Event description:
The consumer originally called with the following complaint: "it didn't work. I tried every outlet in my house and it did not work. Until I flipped the unit upside down. I called in to avent and the immediately agreed to send me a new pump. By the end of the first week using the replacement pump, it had randomly turned off on me during pumping sessions 6 times, and continues to do so, the motor skips, and this week, it has decided not to have suction on one side. This lead to a severely clogged duct today." The consumer was later on contacted and stated that she ended up seeking medical attention. She developed mastitis and was prescribed antibiotics. She also experienced thrush, which required treatment.

Manufacturer narrative:
An inflammation of the breast tissue can occur following clogged mammary ducts being left untreated or as a secondary effect caused by bacteria. Use of breast pumps is not known to cause or contribute to this event. The device has been designed according to safety standards and is safe to use when used according to the dfu. The device has been requested from the consumer for analysis.

Event description:
The consumer originally called with the following complaint: "it didn't work. I tried every outlet in my house and it did not work. Until I flipped the unit upside down. I called in to avent and the immediately agreed to send me a new pump. By the end of the first week using the replacement pump, it had randomly turned off on me during pumping sessions 6 times, and continues to do so, the motor skips, and this week, it has decided not to have suction on one side. This lead to a severely clogged duct today." The consumer was later on contacted and stated that she ended up seeking medical attention. She developed mastitis and was prescribed antibiotics. She also experienced thrush, which required treatment.